Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture" this is for the left side device. The device has been explanted.

Event description:
Patient reported "rupture" healthcare professional later reported left side rupture, ¿ln is enlarged in armpits and appears to be lymphadenopathy due to inflammatory reaction¿, ¿armpit reactive lymph node enlargement¿ ¿seroma are identified¿. ¿folded" ¿there are areas of suspected silicone leakage¿ this is for the left side device. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.1, h.6. The events of "seroma and lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6 visual analysis: visual analysis of the photographs identified: ¿ rupture: unable to observe openings with the provided photos. ¿ crease/folding of implant: not observed. ¿ lymphadenopathy: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported "rupture" this is for the left side device. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6 device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ seroma-late: unable to observe since it is a medical event and is not related to the device. ¿ rupture: observed, one opening assessed as fold flaw opening. ¿ lymphadenopathy: unable to observe since it is a medical event and is not related to the device. ¿ crease / folding of implant: observed. As per the investigation procedure, non-penetrating nick, was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "rupture" this is for the left side device. The device has been explanted.

Event description:
Patient reported "rupture" healthcare professional later reported left side rupture, ¿ln is enlarged in armpits and appears to be lymphadenopathy due to inflammatory reaction¿, ¿armpit reactive lymph node enlargement¿ ¿seroma are identified¿. ¿folded" ¿there are areas of suspected silicone leakage¿ this is for the left side device. The device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: a.2, b.3, b.5, g.2, h.6.